Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of omsc the following was confirmed; the subject device was a used item. The main electrical circuit board had failure. The six years had passed since the production. The reported phenomenon is attributed to the failure of the main electrical circuit board. It is presumed that the cause is that the main electrical circuit board failed due to the deterioration over time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a preparation for use of the subject device, the endoscopic image was not displayed. There was no report of patient injury associated with this event.